Event description:
Account reports six incidents in which the sleeve stopper is separating during an IV push medication. Reporter stated sometimes the injection site that is being used separates, and sometimes the injection site below the one being utilized separates. Reporter added they utilize a 3cc syringe,for a 1cc push, which is administered slowly, and the injection site "pops right out." Reporter stated there was no negative outcome to the pt.